Event description:
The account alleged the brakes do not hold. No patient impact.

Manufacturer narrative:
The technician replaced the brake caster, brake steer caster and supports to resolve the issue.